Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 304.7 cm from the tip of the connector to t e end of the exposed glass tip. The exposed glass tip measured 2.5 mm and showed signs of degradation. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. When connected to the laser console, the following message was displayed "applicator has been used 10 times." There was no light from the sma connector, indicating a fiber fracture within the connector. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the fiber was recognized by the laser console successfully as the rfid chip was identified. The console indicated the fiber had been used 10 times, which is the maximum number of usage applications permitted. The exposed glass tip showed signs of normal degradation under magnification. Additionally, there was no light from the sma connector, indicating a fiber fracture within the connector, which likely occurred after the final application of fiber as there was no report of a failure to fire during the procedure. Although the reported complaint was not able to be confirmed, it was likely caused by the fiber reaching its use limit. Based on all gathered information and the product analysis, the complaint investigation conclusion code selected is end of life problem identified, which indicates problems traced to the device reaching the end of its useful life. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a litotripsia procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the fiber had only been used three times. Upon connecting the laser fiber to the laser console it alerted error 1101 - fiber may not be used anymore; please connect new fiber. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.